Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was found to have dislodged via chest x- ray. This lead was surgically abandoned. A new lead was implanted as replacement of the dislodged lead. No additional adverse patient effects were reported.